Event description:
Info received indicates ground loss light is flashing.

Event description:
Per the physician, the patient was experiencing facial nerve stimulation. A post op x ray revealed ¿sub-optimal¿ placement of the electrode array. The device was explanted (B) (6), 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4)